Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause for the reported single leaflet device attachment (slda) could not be determined. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda) requiring an additional clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The first clip delivery system (cds) (cds0701-xtw, 01028u168) was advanced to the mitral valve, and the clip was deployed. After the clip was deployed, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A second clip (cds0601-xtr, 00909u124) was placed medial to stabilize the clip. A third cds (cds0601-xtr, 00909u125) was advanced in attempt to further stabilize the slda, but the clip could not grasp the leaflets due to interference with the slda . Therefore, the third cds was removed. Two clips implanted, reducing mr to 1. No additional information was provided.